Event description:
It was reported that the impedance on the patient's right atrial (ra) lead had been gradually rising and was above the normal range. The thresholds had also increased and were high. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and was rising. The analyst noted that on (B)(6) 2015, the atrial pacing impedance measured 2033 ohms, up from a trend of near 1800 ohms. (B)(4).